Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part number and lot number are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported plates and screws were implanted during the original CABG (coronary artery bypass grafting) surgery. A revision surgery took place on (B)(6) 2017 due to two screws backing out at the manubrium; the screws were discarded. No additional information is available, such as patient information, date of original surgery, part numbers, or how the screws were discovered. The revision was successful; the surgeon used eight new screws to secure the original x-plate.